Manufacturer narrative:
This report is submitted on february 5, 2021.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with antibiotics (type of administration unknown).